Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg would not communicate with external devices. The patient underwent an unrelated surgical procedure in which they did not place the ipg into surgery mode. Troubleshooting was able to resolve the issue and provide therapy.